Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. As received, the belt failed incoming ECG electrode fall-off testing. Upon evaluation, there was an open brown (-5v) wire inside the trunk cable. The cause of the non-functional electrodes is the open wire. The root cause of the damaged wire is excessive force placed on the cable. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned an electrode belt indicating that the ECG electrodes were non-functional.